Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter on the tubing. The set was filled with 5% dextrose. This was identified during visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from september 19, 2019 - september 23, 2019. The device was received for evaluation. Visual inspection revealed a light brown particle. The particle was subsequently identified to be polyvinylchloride (pvc) material via ftir spectroscopy test. Pvc is the raw material of the device tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition was verified. The cause of the condition was found to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.